Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction and urge incontinence. It was reported that about 2 months ago they noticed their bladder retention, incomplete urination symptoms and leakage symptoms were gradually getting worse so they have increased which seemed to help but when they increased today, they noticed within one hour the left side of their body and left leg, arm and wrist were getting pain, so they turned it back down one tenth and that still did not go away. The patient said when they raised it before they did not have that same reaction. Reviewed options and the recommendation to turn therapy down or off or change programs and follow up with their doctor. During the call patient decreased stimulation until they confirmed the left side pain went away. They would get in touch with their doctor's office.